Event description:
Suddenly shutdown. After, suddenly power on (automatically power on/off); ltv didn't work by internal battery, also ltv couldn't be charged. It was told that when in operation at the hospital, the vent suddenly stopped, after awhile the vent suddenly started to operate again. Brought it back to the sales branch, confirmed the same phenomena that the vent performed at the hospital.